Event description:
It was reported that there was a power-on-reset (por) condition. The patient was unable to adjust stimulation. The patient tried to use the programmer last night and saw the por message. It was noted that the patient had ¿some heart issues.¿ it was reported 10 days later that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient was to have her device removed in (B)(6) 2014.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0aqlc, implanted: 2013 (B)(6); product type lead. (B)(4).